Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the architect havab igg likely cause lot number and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. The likely cause lot number 39052li00 could not be tested anymore as it had expired. A review of the product labeling concluded that the issue is sufficiently addressed. Additionally, a review for non-conformances and deviations associated with the affected lot was performed. This review did not identify any non-conformances or deviations. Based on these data, the product is performing as intended and no product issues were identified.

Event description:
The account generated (B)(6) results on a patient with (B)(6). On (B)(6) 2014, the patient tested (B)(6) using lot 39052li00. Additional testing showed (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This product is being filed on an international product, list number (B)(4), that has a similar product distributed in the u.s., list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation in process.